Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she experienced a hypoglycemic episode while asleep and was found unconscious by her husband at 2 am in the morning. Patient's husband measured patient's bg at 47 mg/dl while cgm was reading 180mg/dl. Paramedics were called and they treated patient with a glucose drip IV. Paramedics measured patient's bg at 31 mg/dl. Patient is unable to send receiver data for evaluation. At the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.